Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative the vitrectomy probe's tip came off it's handle and fell into the back of the patient's eye during a procedure. The surgeon was able to remove it by floating the tip from the back of the eye with perfluoron gas and grasping with forceps. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received with no tip protector in a bubble bag for the report of tip fell off. A review of the related device history records associated with the lot number read from the radio-frequency identification (rfid) indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints for the reported issue. The returned sample was visually inspected and found non-conforming with the cap missing from the end of the probe needle. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at bend area, cutting edge, and other locations along the inner cutter. The exact root cause for this complaint is unknown; however, potential contributing factors related to the manufacturing process have been identified. The excessive wear observed during the evaluation could also have contributed to the reported issue. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints associated with tip detachments. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during the manufacturing process. Any non-conformances found are removed from the lot and scrapped. Complaints will be continued to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A registered nurse indicated the procedure was a left eye posterior vitrectomy with membrane peel and removal of proliferative vitreoretinopathy. The product was replaced with another and the scheduled procedure was completed.